Event description:
Pt underwent left total knee replacement on 3/19/98. On 3/28/98, the physician reported that several skin staples had failed to close properly resulting in post-operative wound dehiscence and delayed healing. Sales rep was notified immediately.